Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. DHR review could not be performed. The complaint reported cannot be confirmed. The study is not conclusive of relating the reported conditions with mayfield products. Root cause cannot be determined at this time. Device identifier number: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-01116.

Event description:
This is 1 of 2 reports. A customer reported that the a1012 mayfield swivel horseshoe headrest and a3101 mayfield base unit were both used for a surgical case and needed to be repaired. The customer stated that the mayfield needed to be sent in since the "teeth are getting bare. The patient's head slid off the during a case and it was later discovered that the patient's head was on the headrest unprotected by the black foam piece" additional information was received on 18nov2019 indicating that the patient was positioned for a free flap from fibula surgery procedure with neck dissection on (B)(6) 2019. The patient¿s head was on the mayfield and towards the end of the case, the surgeon noticed that it felt as though the mayfield/patient¿s head was moving. The nurse unscrubbed, repositioned the foam piece, and tightened the headpiece. The nurse noticed that the teeth looked as though they were getting bare. The horseshoe padding and patient¿s head had slipped wherein it was directly on the metal piece of the headrest. There was no injury to the patient. A 10-minute delay with no adverse consequence due to the delay was reported.